Event description:
The manufacturer received info alleging a ventilator failed to power on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's system board and interface board were replaced to address this issue.